Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that physician was unable to aspirate the sheath because the patient had a clot. The procedure was incomplete. The product is expected to return for analysis.